Manufacturer narrative:
The customer returned the meter and one test strip. The returned product was tested, as well as the returned meter and one master lot test strip, in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met specifications. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. There was no cause found for the discrepant results.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he obtained questionable high results on capillary blood samples using a coaguchek xs meter, serial number (B)(4), when compared to a laboratory result. The initial meter result was 3.3 inr. He went to the laboratory for testing; the laboratory used dade innovin reagent. His laboratory result was 2.5 inr. Thirty minutes later, he tested again on his meter with the same finger and had a result of 3.0 inr. The customer did not think the meter was accurate, and thought the laboratory result was correct. No changes were made to his medication based upon any of the results. He had been taking aleve pain medication per his doctor's instructions prior to obtaining the results on the meter. No adverse event occurred. The customer was feeling fine and did not need treatment. The customer¿s therapeutic range is 2-3 inr and he tests once weekly. The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The meter and strips were requested for return, and replacement was sent. Relevant retention test strips (lot 186865-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.